Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter alleged the issue began earlier that morning at approximately 6:15am. Approximately 15 minutes prior to attempting to use the subject meter, the patient had symptoms of "feeling sick and low." The patient reportedly manages her diabetes with insulin (unknown type an dose) using an insulin pump and self adjusts as needed. The reporter denied the patient made changes to her usual diabetes management routine when she was unable to test her blood glucose on the subject meter. Approximately 15 minutes later, the patient reportedly treated herself with food and drink and denied testing on another device. At the time of troubleshooting, the cca noted that per the onetouch ultralink meter's specifications, the meter did not need a battery replacement. The correct test strips were being used yet the issue was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.